Event description:
Further information confirmed that there was no clear correlation between hypertension and the low flows. Low flow alarms had not recurred now status post outflow revision on (B)(6) 2025.

Manufacturer narrative:
Section h1; report type corrected back to malfunction. Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Three computed tomography images were provided by the account for review. Based on the submitted images, the reported extrinsic outflow graft obstruction could not be confirmed. The controller event log files collectively contained events from (B)(6) 2024 through (B)(6) 2024. Review of the events from the reported event dates from 27nov2024 through 17dec2024 captured transient low flow alarms on (B)(6) 2024. Events from the reported event dates revealed no other notable events or alarms, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient presented to the emergency department overnight with intermittent low flow alarms. Log files were sent for review, and the event log captured on (B)(6)2024, low flow events. The cause of the low flow alarms was presumed hypertension. An echocardiogram did not show indications of pump dysfunction. Ventricular assist device (vad) speed was increased by 100 rpm given left ventricle dilatation on transthoracic echocardiogram. The patient was asymptomatic at the time of the low flows. Clinic follow up was scheduled for (B)(6)2024 with computed tomography angiogram (cta) to assess outflow graft patency. Additional information from (B)(6)2024 provided the patient was seen in clinic for their emergency room follow up. Although the echocardiogram on (B)(6)2024 showed no concern for pump dysfunction, a computed tomography angiogram (cta) was obtained prior to the clinic visit. The patient had not had any more alarms since their emergency department presentation. The cta read was pending, but it appeared to have confirmed extrinsic outflow graft obstruction (eogo). Plans were being arranged with cardiothoracic surgery as the patient is currently hemodynamically stable without heart failure symptoms. Log files were reviewed, and they contained 3 unsustained low flow estimates.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient presented to the emergency department overnight with intermittent low flow alarms. Log files were sent for review, and the event log captured on 27nov2024, low flow events. The calculated flow appears to have fluctuated below the alarm threshold of 2.5 liters per minute (lpm) during the events. The log file contained low flow estimates as well as sustained low flow hazard events when the calculated pulsatility index (pi) is dynamic and elevated. These flow readings do not appear to be the result of any external equipment malfunction. The cause of the low flow alarms was presumed hypertension due to the timing or frequency. An echocardiogram did not show indications of pump dysfunction. Ventricular assist device (vad) speed was increased by 100 rpm given left ventricle dilatation on transthoracic echocardiogram. The patient was asymptomatic at the time of the low flows. Clinic follow up was scheduled for (B)(6) 2024 with computed tomography angiogram (cta) to assess outflow graft patency. Additional information from 17dec2024 provided the patient was seen in clinic for their emergency room follow up. Although the echocardiogram on (B)(6) 2024 showed no concern for pump dysfunction, a computed tomography angiogram (cta) was obtained prior to the clinic visit. The patient had not had any more alarms since her emergency department presentation. The cta read is pending, but it appeared to have confirmed extrinsic outflow graft obstruction (eogo). Plans were being arranged with chest/thorax surgery as the patient is currently hemodynamically stable without heart failure symptoms. Log files were reviewed, and they contained 3 unsustained low flow estimates. These flow readings did not appear to be the result of any external equipment malfunction. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files. Additional information provided cta interpretation by radiology with 80% stenosis. Images were provided, and the patient was admitted post outflow graft revision on (B)(6) 2025. The patient is recovering.